Manufacturer narrative:
The endowrist vessel sealer extend instrument involved with this complaint has not been returned to is for evaluation. Therefore, at this time, the root cause of the customer reported failure mode cannot be determined. If the instrument is returned and/or if additional information is received, a follow up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018, and there were no system errors related to vessel sealer extend sealing. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that the endowrist vessel sealer extend instrument did not seal adequately. The surgeon reportedly increased the incision size in order to control bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection colon procedure, the endowrist vessel sealer extend instrument "did not work properly." As a result, the patient allegedly experienced "uncontrolled bleeding" and the robotic procedure was completed robotically. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the site and obtained the following information regarding the reported event: according to the site's robotics coordinator, the patient experienced "uncontrolled bleeding" after the surgeon sealed and cut the inferior mesenteric artery (ima). The robotics coordinator indicated that the surgeon was able to use the endowrist vessel sealer extend instrument without any issues up until the event occurred. She confirmed that the surgical staff heard the audible tones indicating that the sealing cycle was complete. She does not believe that the system generated any errors. She was not sure if any tissue effect was seen while the surgeon was attempting to seal. The robotics coordinator was unable to provide any information for the following: the size or the integrity of the vessel and if the vessel was under tension. Due to the uncontrolled bleeding another surgeon was called in to assist with the bleeding vessel. The surgeon stated that he had widened the pfannenstiel incision in order to inspect the ima stump. Then the bleeding ima vessel was secured with a fenestrated bipolar forceps and the alleged faulty endowrist vessel sealer extend instrument. The surgeon was then able to control the bleeding by stapling the ima vessel with a vascular reload, and applying pressure with surgicel on the ima. The patient¿s vital signs were steady and hence the surgeon elected not to convert to an open traditional surgical procedure. The procedure was completed as a robotic procedure. The estimated blood loss was 1000ml. Post-operatively there were 2 units of blood transfusion administered to address oliguria and hypotension. It was reported that the surgery was extended by 4 hours due to the reported bleeding. The patient was reported to have had extended hospital stay secondary to hemoperitoneum and ileus. The robotics coordinator confirmed that the patient was reported to be recovering well. There is no video recording of the procedure for review.